Manufacturer narrative:
Device evaluation: the device evaluation of evo-fc-10-11-6-bof lot c1939808 device took place on 21st june 2023. Safety tab not returned. Directional button in recapture position. Red shuttle is on 4th dimple. Safety wire in place on return. Kink observed below handle. Handle actuates with slight resistance for deployment and recapture. Unable to deploy stent. Safety wire removed with no issue. It may be noted that several attempts were made to acquire additional information from the customer. No information has been received; the complaint will be updated accordingly if this information becomes available. Several images of the device's packaging only were provided by the customer. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot number c1939808 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records of lot number c1939808 confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the instructions for use, ifu0062 which accompanies this device, instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" there is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis definitive root cause could not be determined. A possible root cause could be attributed potentially to tortuous patient anatomy, it is possible that during advancement to the target site tortuous patient anatomy may have caused the flexor kink observed on the outer catheter. It is also possible that the damage on the flexor may have occurred during the preparation stage. It is likely the kink caused the stent deployment issues reported by the customer. The handle actuated with slight resistance for deployment and recapture and the stent was unable to be deployed during the lab evaluation this likely resulted from the flexor kink observed on the outer catheter. It was also observed in the lab evaluation that the safety tab was removed, and the shuttle was on the 4th dimple. This implies that the target site had been reached and the customer was attempting to deploy the stent. Confirmation of complaint is confirmed based on visual and/or functional inspection. Corrective action/ correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the customer stent isn¿t passing the cbd easily confirmed quantity of 1 device, confirmed used. The patients effects due to this occurrence are unknown. A new stent was place successfully. Investigation findings conclude that a possible root cause could be attributed potentially to tortuous patient anatomy. Complaint is confirmed based on visual and/or functional inspection. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 15-may-2024.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Stent isn¿t passing the cbd easily but when they used other (new) stent it passed easily and lab evaluation complete on the (B)(6) 2023.